Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, kinks, knot and cut was noted on the cable, and the reported issue was confirmed due to a faulty charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd camera head had no picture. It was unknown if the event occurred during or prior to procedure, however, it was noted the intended procedure was completed successfully. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred because the video function did not work properly due to faulty charged coupled device. The cause of the faulty ccd could not be identified. Olympus will continue to monitor field performance for this device.